Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
About two weeks post implant it was reported that the right ventricular (rv) lead exhibited low impedance. It was also noted that the lead had high capture threshold following tricuspid valve surgery and vsd (ventricular septal defect) repair. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.